Event description:
It was reported that during a unk procedure, the device did not form the staples correctly. A like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.